Manufacturer narrative:
The biomedical engineer reported that the hospital did a generator test and the cns (central monitoring system) and monitor powered off. The biomedical engineer states he changed the batteries in the ups a month ago. The cns will now no longer move past the splash screen upon start up. It states to please wait a minute. The biomedical engineer waited 4 hours and the cns never came back up. The biomedical engineer has put a spare cns in place. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the hospital did a generator test and the cns (central monitoring system) and monitor powered off. The biomedical engineer states he changed the batteries in the ups a month ago. The cns will now no longer move past the splash screen upon start up. It states to please wait a minute. The biomedical engineer waited 4 hours and the cns never came back up. The biomedical engineer has put a spare cns in place.